Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not known at the time of reporting. The probe was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. As reported, the tip of the returned probe is visibly bent. However, with markers attached and fully seated, the probe displays good geometry and divot error readings with normal tracking and verification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site discovered the probe was bent and a quote is needed. There was no patient present when this issue occurred. Additional information was received stating that the bent tip could¿ve been bent anywhere. The manufacturer representative does not know when it occurred or how but thought that there¿s a lot things that  could¿ve happened to it. Dropped, shut in a container or damage during processing.